Event description:
The physician's office reported that during a systems diagnostic test high lead impedance was observed with dcdc=4. No additional information was initially reported. They were not aware of any trauma or manipulation that could have caused this event. Clinic notes dated (B)(6) 2012, indicated that for the past couple of months the patient had experienced more episodes of drop seizures which were not very much stimulus-induced. The tonic clonic seizures were stable. The physician indicated that the unit may be malfunctioning and may need to be replaced due to the high impedance. The notes indicated the output current on the lead (systems) test was 1.25 ma, which is indicative of a normal mode diagnostic test. It is unclear if the high lead impedance was in fact observed on a systems diagnostic test. Follow up with the physician's office revealed that the patient was being referred for full revision surgery due to the high impedance. No x-rays were being taken. The patient is developmentally delayed and very possible that there may have been trauma or manipulation of the lead as the patent is moving constantly, hitting things, falling, and is very mobile. The patient has had an increase in seizures recently which they attribute to the loss of therapy due to the high impedance. It is unknown what the patient's seizure frequency is compared to pre-vns baseline. No additional information was provided. The patient had generator and lead replacement surgery on (B)(6) 2012, and the products were received for analysis on (B)(6) 2012. However, analysis has not been completed thus far.

Event description:
An analysis was performed on the returned lead portions and the reported high impedance was not confirmed. Note that the negative electrode was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. The puncture mark found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaints. Analysis of the generator was also completed. The visual examination performed at the bench showed that the negative and positive feed-thru wires were broken above the gold brazing of the feed-thru assembly, which is not typical in a surgical procedure. Based on the current information it is not clear when the header wire issue occurred. Separation and delamination between the header and generator case was observed. There was no evidence of body fluids observed under the header adhesive or header. Visible adhesive on the bottom of the header and the generator top supports a secure bond. The generator performed according to functional specifications. Other than the broken feed-thru wires of the pulse generator, there were no other performance or any other type of adverse conditions found with the pulse generator. Visual assessment of the final x-ray, from the device history records, shows that the negative and positive feed-thru wire was not broken at the time of manufacture.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death. Suspect device brand name, corrected data: with the product analysis revealing that the high impedance was likely associated with the broken feedthru wires on the generator, the suspect device is generator. Suspect device name, corrected data: with the product analysis revealing that the high impedance was likely associated with the broken feedthru wires on the generator, the suspect device is generator. Suspect device mode #, serial #, lot#, expiration date, corrected data: with the product analysis revealing that the high impedance was likely associated with the broken feedthru wires on the generator, the suspect device is generator, so the product information was updated accordingly. Suspect device date of implant, corrected data: with the additional information, the date was inadvertently reported incorrectly on the initial report. Device manufacturer date, corrected data: with the additional information, the date was inadvertently reported incorrectly on the initial report.